Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed in the white-luered extension tube. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the sample revealed abundant mechanical damage in the vicinity of the split. The split exhibited sharply defined fracture features. The fracture surface exhibited a coarsely striated texture. The fracture features and catheter surface features in the vicinity of the fracture were consistent with damage caused by contact between the catheter and a traumatic instrument such as forceps or hemostats. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fluid leaked from the groshong catheter, so it was removed from the patient. The groshong catheter was implanted in the patient and continuous administration of high-calorie infusion started on (B)(6) 2018. In the next morning ((B)(6) 2018), upon checking the catheter as the clothes of the patient were wet, the alleged damage was found in the extension tube of the white connector. The catheter was removed from the patient on (B)(6) 2018. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fluid leaked from the groshong catheter, so it was removed from the patient. The groshong catheter was implanted in the patient and continuous administration of high-calorie infusion started on (B)(6) 2018. In the next morning ((B)(6) 2018), upon checking the catheter as the clothes of the patient were wet, the alleged damage was found in the extension tube of the white connector. The catheter was removed from the patient on (B)(6) 2018. There was no reported patient injury.